Event description:
Reporter indicated a new generator was unable to be used because there were no setscrews present in the generator header. Product analysis of the returned generator confirmed there were no setscrews present.

Manufacturer narrative:
The visual analysis showed that the setscrew was missing, based on the x-ray comparison.